Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/23/2025, a sales representative reported via (B)(6) that ar-12990 knee scorpions jaw wouldn¿t close all the way which made passing a suture very difficult. This occurred during a case. There was no additional information provided, and additional information has been requested.